Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, that the pump usb port was cracked resulting in difficulties charging the pump, wake button is stuck and unresponsive and that a cartridge did not fit onto the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.